Event description:
It was reported that a user of the ilet experienced hyperglycemia after a larger meal, with blood glucose peaking at 256 mg/dl and trending down to 234 mg/dl per device reporting, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included review of device-reported glucose trends and user report. Investigation of this case revealed no device malfunction identified and no component issue reported; the event was consistent with hyperglycemia of unclear cause, potentially associated with meal-related glucose excursion, with the system showing downward regulation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.